Manufacturer narrative:
Additional information was provided in section b5 describe event or problem section, d4 lot number and h6 patient codes, correction to section g2 report source it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported in an advent pas study that approximately a week after a pulse field ablation procedure, the patient felt something. It was suspected that the patient experienced an atrial fibrillation. However, there was no further action taken and no intervention was performed. At this time, no further information available. It was further reported that the patient experienced atypical chest discomfort symptoms after having the ablation procedure in december. The event resolved itself by january 3, 2025 without any intervention.

Manufacturer narrative:
Detailed product information was not provided to bsc and is not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical study advent (B)(6), subject ID: (B)(6). It was reported that approximately a week after a pulse field ablation procedure, the patient felt something. It was suspected that the patient experienced an atrial fibrillation. However, there was no further action taken and no intervention was performed. At this time, no further information available.